Event description:
Philips received a complaint by the customer on the v60, indicating that the unit had a primary alarm message that sometimes clears with a reboot. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the unit was giving primary alarm failure messages. The rse confirmed in the event log that the unit was giving error code 1102, which showed speaker failure. The rse performed troubleshooting with the customer and determined that the central processing unit (cpu) printed circuit board assembly (pcba) required a replacement.

Manufacturer narrative:
H10: a field service engineer (fse) went onsite and later determined that the right side speaker required a replacement. The fse replaced the speakers and confirmed the reported issue had been resolved. The fse replaced the right side speaker to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 04/03/2023, 04/11/2023 and 04/24/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
The removed speaker was returned to the product investigation lab (pil). Pil verified that the speaker generates an intermittent, "primary alarm failed" (error code 1102), during successive boot ups on the pil standard test bed (stb). Pil also verified that a high 52-ohm coil resistance during resistance measurements with the use of a fluke 87 meter. Pil confirmed that the root cause was the failure of the speaker due to coil resistance being high and out of specifications.